Event description:
It was reported by service report that the fowler will not go down when it's in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Clutch.